Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a infrarenal stent extensions to treat an abdominal aortic aneurysm (aaa). Approximately 7 years post initial procedure, a type 3b endoleak was reported. An intervention is being planned. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b and 3a endoleaks, and stent cage dilation. The type 3b and 3a endoleaks and stent cage dilation are mostly likely device related due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Conclusion code: remove code 11. Device code: remove code 1354.

Event description:
Additional information: several attempts were made to obtain additional information regarding the planned intervention and the patients current status by no response from the physician was received. At the completion of the clinical assessment, additional findings of a type 3a endoleak with complete implant separation and stent cage dilation of the main body stent (25%) was identified.